Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure location of device: embedded in uterus') and device expulsion ('expulsion of essure device') in a 41-year-old female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included synovitis. On (B)(6)2003, the patient had essure (ess205) inserted. On (B)(6)2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure (ess205). In (B)(6)2004, the patient experienced pelvic pain ("pelvic pain"), back pain ("low back pain"), migraine ("migraines/ menstrual migraines") and headache ("headaches"). In 2005, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), fatigue ("fatigue"), bladder pain ("bladder or urinary problems or changes: bladder pain") and urinary tract infection ("uti"). On (B)(6)2014, the patient experienced urticaria ("rashes or skin conditions-hives"). On (B)(6)2016, the patient experienced amenorrhoea ("periods stopped") and was found to have hormone level abnormal ("hormonal changes describe: increased hormone levels"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction type: rash") and rash ("rash"). The patient was treated with oxybutynin hydrochloride (ditropan), steroids, topiramate and surgery (surgery). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, dermatitis allergic, cystitis and fatigue outcome was unknown and the embedded device, device expulsion, pelvic pain, back pain, amenorrhoea, urticaria, migraine, headache, hormone level abnormal, bladder pain, urinary tract infection and rash had not resolved. The reporter considered amenorrhoea, back pain, bladder pain, cystitis, dermatitis allergic, device breakage, device expulsion, embedded device, fatigue, headache, hormone level abnormal, migraine, pelvic pain, rash, urinary tract infection and urticaria to be related to essure (ess205). The reporter commented: insertion details- good coils were noted from both ostia with 11 coils on the left and 7 coils on the right being visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Placement confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: added events bladder pain, uti, rash. Updated outcome of events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure location of device: embedded in uterus') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included synovitis. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("pelvic pain"), back pain ("low back pain"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and fatigue ("fatigue"). In 2014, the patient experienced urticaria ("rashes or skin conditions-hives"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amenorrhoea ("periods stopped") and dermatitis allergic ("allergic or hypersensitivity reaction type: rash") and was found to have hormone level abnormal ("hormonal changes describe: increased hormone levels"). The patient was treated with oxybutynin hydrochloride (ditropan), steroids, topiramate and surgery (surgery). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, embedded device, device expulsion, back pain, amenorrhoea, urticaria, dermatitis allergic, migraine, headache, cystitis, fatigue and hormone level abnormal outcome was unknown. The reporter considered amenorrhoea, back pain, cystitis, dermatitis allergic, device breakage, device expulsion, embedded device, fatigue, headache, hormone level abnormal, migraine, pelvic pain and urticaria to be related to essure (ess205). The reporter commented: insertion details- good coils were noted from both ostia with 11 coils on the left and 7 coils on the right being visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Placement confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure location of device: embedded in uterus') and device expulsion ('expulsion of essure device') in a 41-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included synovitis. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure (ess205). In january 2004, the patient experienced pelvic pain ("pelvic pain"), back pain ("low back pain"), migraine ("migraines/ menstural migraines") and headache ("headaches"). In 2005, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), fatigue ("fatigue"), bladder pain ("bladder or urinary problems or changes: bladder pain") and urinary tract infection ("uti"). On (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions-hives"). On (B)(6) 2016, the patient experienced amenorrhoea ("periods stopped") and was found to have hormone level abnormal ("hormonal changes describe: increased hormone levels"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction type: rash") and rash ("rash"). The patient was treated with oxybutynin hydrochloride (ditropan), steroids, topiramate and surgery (surgery). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, dermatitis allergic, cystitis and fatigue outcome was unknown and the embedded device, device expulsion, pelvic pain, back pain, amenorrhoea, urticaria, migraine, headache, hormone level abnormal, bladder pain, urinary tract infection and rash had not resolved. The reporter considered amenorrhoea, back pain, bladder pain, cystitis, dermatitis allergic, device breakage, device expulsion, embedded device, fatigue, headache, hormone level abnormal, migraine, pelvic pain, rash, urinary tract infection and urticaria to be related to essure (ess205). The reporter commented: insertion details- good coils were noted from both ostia with 11 coils on the left and 7 coils on the right being visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Placement confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure location of device: embedded in uterus') and device expulsion ('expulsion of essure device') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included synovitis. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("pelvic pain"), back pain ("low back pain"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and fatigue ("fatigue"). In 2014, the patient experienced urticaria ("rashes or skin conditions-hives"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amenorrhoea ("periods stopped") and rash ("allergic or hypersensitivity reaction type: rash") and was found to have hormone level abnormal ("hormonal changes describe: increased hormone levels"). The patient was treated with oxybutynin hydrochloride (ditropan), steroids, topiramate and surgery (surgery). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, embedded device, device expulsion, back pain, amenorrhoea, urticaria, rash, migraine, headache, cystitis, fatigue and hormone level abnormal outcome was unknown. The reporter considered amenorrhoea, back pain, cystitis, device breakage, device expulsion, embedded device, fatigue, headache, hormone level abnormal, migraine, pelvic pain, rash and urticaria to be related to essure (ess205). The reporter commented: insertion details- good coils were noted from both ostia with 11 coils on the left and 7 coils on the right being visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Placement confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received: reporters were added. Case become incident, previously added injury nos was replaced by rash & new events- rash, increased hormone levels, migraines, headaches, bladder infection, hives, migration of essure location of device: embedded in uterus, device breakage, expulsion of essure device,fatigue, pelvic pain, back pain, periods stopped were added. Treatment drugs were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.